Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of communication errors which caused the system to not fully boot. The fse determined the cause of the problem to be a faulty hard drive. The hard drive stores software which is a set of instructions that directs the system processor to perform specific operations. A faulty hard drive can corrupt the software so it cannot communicate with the rest of the system, which will cause a communication error. Fse replaced the hard drive to restore system functions. Based on age of the system (last manufactured in 2006), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed an error and failed to boot up. No patient serious injury or death was reported related to this event.